Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker repositioned the battery contact to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue was determined to be due to one of the battery pins pushing inside the device causing the battery not to make contact with the device.

Event description:
The customer contacted stryker to report that their device was not turning on battery one. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.